Event description:
The customer reported the paddies failed to shock during shift check. There was no patient involved.

Manufacturer narrative:
(B)(4). The customer reported the paddles failed to shock during shift check. There was no patient involvement. The philips field service engineer evaluated the device and paddles and was unable to recreate the reported problem. However there were errors in the device log pointing to the therapy pca failing during operations check. The therapy pca was replaced to resolve this issue. The fse also observed the paddles were physically damaged and removed the paddles from service. The customer replaced the paddles. The device passed all performance assurance testing and was returned to us. We will consider this a malfunction of the therapy pca where the paddles failed to shock during operations check.